Event description:
The registered nurse checked ICU patient"s rhythm by pulling up the patient in the central monitor at the nurses' station. He saw that the spo2 and respiratory rate lines were flat and he was concerned about the rhythm he saw so he went to the room to check the patient. Upon entering the room, the nurse saw that the patient's lips were blue and she was unresponsive despite shaking her twice. He immediately called a code blue at 1317. Resuscitative efforts ensued for 22 minutes and the patient regained sinus rhythm and a blood pressure. The nurse was concerned that the alarms had not gone off, nor had anything printed out at the station. He printed the full disclosure from the monitor and discovered that the patient had been in ventricular tachycardia and then ventricular fibrillation since 1306 at least 9 minutes prior to him checking her rhythm at the station. The patient was moved from the room. She deteriorated and went into multiple organ failure despite medical efforts. The patient was transferred to hospice care and was taken off life support at the request of the family.